Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. The log was downloaded for review finding no errors related to the complaint. Receiver functional testing and passed all relevant testing. Case open for interior inspection and passed. The probable cause could not be determined. Confirmation of the allegation was not confirmed. No injury or medical intervention was reported.